Event description:
The customer reported that a normal saline 1000ml programmed at 100ml/hour infused faster than intended.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
The customer¿s report of an over infusion of normal saline was not confirmed. Inspection of the pump module was performed by doug hayes, manager of technical customer advocacy, during an on-site visit at (B)(6) medical center ((B)(6) 2015 inspection confirmed that the device had a non-carefusion membrane frame installed. Log analysis of the pcu shows that the pump module was infusing 0.9% normal saline as a primary infusion on the day of the reported event. On (B)(6) 2015 at 9:18pm the pcu was powered on and the source pump module device was attached as channel a seconds later. At 9:19pm the source pump module was programmed using guardrails fluids for 0.9% normal saline as a primary infusion. The user entered a rate of 100ml/hr with a vtbi of 950ml and started the infusion at 9:20pm. On (B)(6) 2015 at 12:01am the source pump module was programmed using guardrails drugs believed to be cefazolin as a secondary infusion. The user started the infusion program a short time later which began infusing at a rate of 100ml/hr with a vtbi of 50ml. At 1:11am the user powered off the pump module. The primary volume infused for the saline infusion was recorded as 335.235ml. The root cause of the customer¿s report of an over infusion is due to the use of a 3rd party membrane frame.